Event description:
It was reported that the patient presented for a follow up in clinic with failure to capture observed on the left ventricular lead due to lead dislodgement. The lead was capped and exchanged on (B)(6) 2021. The patient was in stable condition during and post procedure.